Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The analyst noted the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was placement difficulty high impedances on the right atrial (ra) lead. The ra lead took excessive turns to retract the helix and the retraction felt tight. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.